Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a failure of the device to power on was observed. The device's power management board was replaced to address the issue. A failure of the device to charge its internal battery was observed. The device's internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a charging issue with the internal battery and power management board. The internal battery and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The root cause of the power management board failing was found to be due to transistor q20 having a short.